Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine drug via an implantable pump. The healthcare provider (hcp) reported that the patient had an infection after pump replacement in (B)(6) 2024. The pump and catheter were removed. The company representative (rep) was notified of removal surgery. The patient finally had a new pump implanted on (B)(6) 2026 over a year after it was removed. There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved at the time of this report. The healthcare provider (hcp) has no further information for med tronic.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 8578 (lot: hg202nn07); product type: 0184-catheter; implant date (B)(6) 2017; explant date (B)(6) 2024 brand name indura; product ID 8709sc (lot: n281265016); product type: 0184-catheter; implant date (B)(6) 2011; explant date (B)(6) 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.